Event description:
The event was reported the customer was performing a breast biopsy, had taken seven samples, and the final sample got sucked into the cannula of the probe via vacuum force. The customer was able to retrieve the sample and complete the case with no patient consequence. No device to be returned for analysis. The sales rep noted the doctor had the manual vacuum setting set to maximum vacuum for the procedure. It wasn't indicated if smartvac was enabled.

Manufacturer narrative:
.